Manufacturer narrative:
Catalog #: partial, as product serial number was not provided. Serial number: unknown/not provided. Expiration date: unknown as product serial number was not provided. UDI number: UDI # is unknown as product serial number was not provided. If explanted, give date: not applicable, as the lens remains implanted. Device manufacture date: unknown as product serial number was not provided. (B)(4). A failure analysis of the complaint device cannot be completed as product remains implanted. Also, because we do not have product identifiers device history record and trending cannot be performed. If there is any further relevant information received a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Product complaint of ocular visual symptoms, both eyes, is being reported for a clinical study patient. At visit one reported extremely bothered by glare, try not to drive at night because the lights are distracting and vision is blurry; extremely bothered by poor low light vision- have lot of difficulty reading. Visual acuity was right eye (od) 20/20; left eye (os) 20/16. No plans for intervention. This MDR report pertains to the os. A separate report will be submitted for the od.